Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the texium closed male luer with female cap leaked when disconnected from the ICU needle-free connector. The following information was provided by the initial reporter: "they had leaking when disconnecting from the ICU needle free connector"

Manufacturer narrative:
H6: investigation summary : a 10012241 product was not available for investigation. Further information provided by the customer indicates that leakage of chemotherapy was identified during disconnection from an ICU medical extension set. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 10012241 product. H3 other text : see h10.

Event description:
It was reported that the texium closed male luer with female cap leaked when disconnected from the ICU needle-free connector. The following information was provided by the initial reporter: "they had leaking when disconnecting from the ICU needle free connector"